Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive when the respiratory therapist attempted to perform the patient circuit pre-check prior to placing the patient on the vocsn. Personnel had planned to place the patient on this vocsn but were unable to because of the reported issue. There was no patient harm as a result of the reported issue.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.